Event description:
Approximately seven months after implant this patient developed high watts, evidence of hemolysis and was treated with thrombolysis for presumed pump thrombosis. This was complicated by development of pericardial tamponade and a right hemothorax, both which required surgical drainage. Two days after thrombolysis high watts recurred and a pump exchange was performed. Post-operatively the patient was stable in the intensive care unit on temporary right ventricular assist device support. Investigation is ongoing.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The device is used for treatment not diagnosis. It was reported that the patient developed 'high watts' with evidence of hemolysis and was treated with thrombolysis for presumed pump thrombosis. The patient was also being treated for redness around the driveline exit site. During treatment, the patient was taken to the operating room due to suspected cardiac tamponade; the decision was made to perform a pump exchange. It was last reported the patient was stable on the ICU. The device was returned to the manufacturer for evaluation. The distal section of the driveline (dl) cable which includes the connector was not returned for analysis. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported "high power" event was confirmed via review of the controller log files which indicated a rise in power consumption. Pathological examination confirmed the presence of thrombus within the pump, which explains the increase in power requirements resulting in high watt alarms. Dimensional and functional verification showed a small deviation from the rear and from housing disc curvature which is not expected to impact pump performance. Furthermore, friction marks were observed on the inferior surface of the impeller and rear housing; this observation may be attributed to a thrombus formation. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. This condition triggered alarms due to high power consumption. The most probable root cause of the reported 'high power' event has been attributed to thrombus formation/ingestion within the device. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Pericardial effusion/tamponade is a known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events of these types are multifactorial and may be associated with patients with a long history of chronic severe heart failure. Driveline infection is a known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events related to driveline infection are multifactorial and may be attributed to pre-existing conditions and progression of these diseases, the hvad system, the implant procedure, or concomitant therapy. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.